Event description:
Reporter alleged the patient received a result of 319 mg/dl on inform system 1 compared back to back with a result of 148 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that they no longer have the strips, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(6). Will not be returned to manufacturer.